Manufacturer narrative:
Continued h.6. Health effect - impact codes: f0101, f15. Article citation: theilig, t., papadimitriou, m., albaba, g., meller, d., & hasan, s. M. "Results of open bleb revision as management of primary bleb failure following xen 45 gel stent and preserflotm microshunt." Graefes archive for clinical and experimental ophthalmology. 7 june 2023. Https://doi.org/10.1007/s00417-023-06152-8. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Reported events of "29 eyes with primary bleb failure and high iop required open bleb revisions; 3 eyes with choroidal detachment; 3 eyes with conjunctival dehiscence: of which 2 required conjunctival sutures; 2 eyes with positive seidel test: of which 1 eye was managed conservatively and 1 eye required conjunctival suture; 1 eye required anterior chamber irrigation; 5 eyes required iop-lowering reoperations: 4 were trabeculectomy and 1 was a preserflo implant" were noted in the article: "results of open bleb revision as management of primary bleb failure following xen 45 gel stent and preserflo¿ microshunt." Graefes arch clin exp ophthalmol.